Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. There were missing fragments unable to be measured. Additionally, the instrument was found with the proximal clevis dislodged and attached to the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID ins-12425.

Event description:
It was reported that the maryland bipolar forceps instrument was defective and replaced with a new one. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: after opening the package with the tool, it turned out that the tip of the branches was damaged (broken/pulled inside by the lines).